Manufacturer narrative:
On 8/21/2017, biosense webster received an update regarding this complaint file. Initially, the principal investigator had assessed the urinary tract infection as serious, but this assessment has been changed to not serious. The patient did not require extended hospitalization as a result of the infection. Since there is no evidence that medical/surgical intervention or prolonged hospitalization was required for the treatment or prevention of permanent damage to the patient, this event is not MDR reportable. However, since it has already been reported to FDA, any further updates (if received) will still be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
On 9/20/2017, biosense webster received additional information regarding this complaint: the urinary infection resolved without sequelae. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: unk. (B)(4).

Event description:
During a clinical trial, sponsored by (B)(4), it was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a urinary infection. Post-procedure, the patient developed a urinary tract infection. Issue is ongoing and improved. Principal investigator assessed this event as serious, not device-related, and probably procedure-related.